Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal repair of rectocele and enterocele including perinoplasty and sacrospinous vault suspension; due to vaginal prolapse, mixed incontinence, and constipation. The patient has been informed that she is a candidate for mesh removal. The patient has been informed that she is a candidate for mesh removal. It was reported the patient had residual excision of anal skin tag removed surgically on (B)(6) 2013. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.